Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between manufactured january 8-10, 2025. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that there was a ruptured bladder. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber balloon of a small volume folfusor ruptured. This was observed during filling with fluorouracil 50mg/ml and sodium chloride 0.9% using a pump. There was no patient involvement. No additional information is available.